Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed with low readings and the remaining sensor passed per specification with accurate readings.

Event description:
Customer reported that the sensor gave inaccurate readings. The sensor glucose reading was 82 mg/dl when the blood glucose reading was 227 mg/dl. Customer also received calibration error alerts and three inappropriate threshold suspends. The sensor glucose graph was trending towards the blood glucose at the time of the call but was not at the time that the customer noticed the inaccuracy. Customer was advised on proper calibration techniques. Nothing further was reported.